Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that device and competitor right ventricular (rv) lead exhibited noise and out-of-range (oor) pacing impedances of greater than 2000 ohms. The rest of the measurements were within normal ranges. An interrogation was performed which showed there was only one episode of noise, and isometrics performed were able to illicit more noise. The lead programming was changed to bipolar and will remain implanted with no plans to intervene. To date, no adverse patient effects have been reported.